Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No further information available. Regulatory agency reference number, maude report number (B)(4).

Event description:
Received a copy of the customer's maude database report from FDA which states, 8100 IV pump module stopped working and we could not get module to work. Unit was swapped out and therapy was continued." No further information available.

Manufacturer narrative:
The reported issue of pump module stop working could not be confirmed and the root cause could not be identified; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "pump module stop working" based on the crb review and the limited information provided no further investigation actions will be performed. No further investigation of this event is possible at this time.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿8100 IV pump module stopped working and we could not get module to work. Unit was swapped out and therapy was continued." No further information available.